Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was confirmed via device analysis. Additionally, it was observed that the silicon valve was not fully seated in the hemostasis valve cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the observed silicon valve not fully seated in the hemostasis valve cap and resulting reported loss of fluid column appear to be related to a potential product quality issue. Therefore, exception (issue) 137162 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), loss of column was observed when guide tip was submerged into saline. The process was repeated and the issue persisted. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.